Manufacturer narrative:
The pressure at which the angiosculpt device leaked was not provided by the hospital. It is unknown if the device leaked above the rbp of 16 atm. As a conservative measure, an MDR is being submitted in abundance of caution. (B)(6). The angiosculpt device was disposed by the hospital, thus no evaluation performed.

Event description:
During inflation, leakage of the contrast media was observed (unknown pressure). The procedure was aborted.